Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a faulty oxygen blender and turbine assembly. The service technician replaced the oxygen blender and the turbine assembly. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the model lap top ventilator 1200 was delivering lower oxygen percentage than what was set during patient set up. When the ventilator was set to deliver 90 percent, the unit would deliver 85 percent. The customer confirmed that there was no patient involvement associate with the reported issue.